Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine was powered off, and when it was powered back on, the screen remained black, and the unit appeared offline in rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a black screen and won't turn on due to malfunctioned controller board on drawer 6. A field service engineer replaced the drawer controller board on drawers 6.2 and tested functionality. The system functioned as intended after the field service engineer repaired the device.